Event description:
Complainant alleged that clinicians were attempting to defibrilate a pt during a scheduled cardioversion, while using zoll pro padz bi-phasic electrodes, but the device would not discharge. Clinician attached external paddles to the device and successfully converted the pt's heart rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.